Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that there was an issue with the pump. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because of the allegation of a pump malfunction.

Manufacturer narrative:
Follow-up # 1 date of submission 03/31/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/12/2014 with the following results:no defects related to the complaint were found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.